Event description:
It was reported that the customer was hospitalized with a high blood glucose of 680 mg/dl. It was stated that the customer experienced vomiting, extreme thirst and ketones. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. The infusion set was removed, and the cannula was bent. It was stated that the customer did get a no delivery alarm when it was first inserted. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.